Manufacturer narrative:
Continuation of d10: product ID 9735821r, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system displayed "localizer faulted" during a case. The medtronic representative (rep) was able to swap out the camera cart for another system camera cart and continue with the case. Technical services (ts) walked through the network device interface (ndi) toolbox and there were bump and temp sensors found. The probable cause of the issue was a bad cmos battery.

Manufacturer narrative:
H2) additional information was added to b5. H3) the manufacturer representative went to the site to test the navigation system. Hardware parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that no patient was present.

Manufacturer narrative:
H2: correction - updated b5. H3, h6: the camera product 9735821, lot number p901362 was returned for evaluation. Analysis found an electrical failure. The returned position sensor unit (psu) contained scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility. There was also a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .334 mm with a passing threshold of .250mm. Codes b01, c02, c08 and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the issue occurred pre-operatively and caused a less than 1 hour surgical delay.